Event description:
The customer reported that the canopy is missing the insert pin from the end panel. No patient injury was reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the large window a and the large window b zippers slider body is open. (B) (4).